Event description:
It was reported the patient is deceased and died approximately six months post implant of the implantable cardioverter defibrillator (ICD) system. No additional information was received.the cause of death and date of death have been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: 407652 implantable pacing lead implanted: (B)(6) 2013; 694765 implantable tachy lead implanted: (B)(6) 2013. (B)(4).